Manufacturer narrative:
Device evaluation: the device related to the reported event of device appears to trigger rejection and capsular contracture received . Visual analysis of the returned device identified: crease flat and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening striated in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.